Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(6) 2011 when the physician reported that the infection was first observed on (B)(6) 2011. The patient was admitted to the hospital and prescribed a local anesthetic and IV antibiotics. The physician also stated that patient manipulation was most likely the cause of the infection. A culture was taken which was (B)(6).

Event description:
On (B)(6) 2011, the vns surgeon reported that the vns patient has a severe infection of the generator site and has been put on long term IV antibiotics. The patient had been recently implanted on (B)(6) 2011. The vns has not yet been explanted. Good faith attempts for additional information from the surgeon have been made but no further information was received. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.